Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR? Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 769 mg/dl and ketone level was high. As customer was not feeling well, customer¿s parent administered insulin injections to address bg. Customer was taken to the emergency room. Ketone level was identified as being dangerous by a healthcare provider and intravenous fluids were administered. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and customer¿s kidney function was affected. Intravenous insulin was administered. Elevated bg, dka, kidney issue were resolved. Customer was discharged on (B)(6) 2019. Customer reverted to using manual injections for insulin therapy, contact alleged pump/supplies were cause of event, but was not sure. Pump system check was performed and pump was found to be functioning as intended. Reportedly, customer/contact discussed event with their healthcare provider and tandem field personnel provided additional training and review of different types of infusion sets.